Event description:
It was reported that three months after implant, the patient developed bacteremia. The implantable cardiac defibrillator (ICD) and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d4 implantable cardioverter defibrillator (B)(6) 2014. (B)(4).